Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence due to fluid loss. The aus device stopped working six months ago due to fluid loss which was confirmed in a computed tomography (CT) scan showing an empty pressure regulating balloon (prb). Upon explant of the aus device, a small hole was found in the cuff. The physician replaced the entire device through replacement surgery, and there was no further patient complications reported.